Manufacturer narrative:
Case i.d. Number reported as (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, that during an unknown procedure the driving cap broke off the insertion handle. There were fragments generated and were removed easily. There was no surgical delay. The procedure was successfully completed. The patient's status is stable. Concomitant devices reported: nail insertion handle (part number unknown, lot unknown, quantity 1). This report involves one (1) driving cap/ threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3.h6: investigation summary. Investigation flow: damage. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l234477) was received at us cq. Upon visual inspection, the threaded tip is broken at the first thread form. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the threaded tip is broken at the first thread form. (B)(4) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(4). No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523. Lot: l234477. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.